Event description:
It was reported that during a band ligation, the bands would not deploy at all, necessitating additional manipulation. The pt bled more than expected and had to be intubated. The pt had to be hospitalized for observation to watch the bleeding. The product is being returned for eval.

Event description:
The eval of the returned device found that only three bands remained on the ligator. The remaining bands were overlapping. The suture was broken off of the ligator. The suture remains attached to the trip wire. There were no other complaints against this lot. The cause of this event is unknown.